Manufacturer narrative:
The initial MDR was submitted with the incorrect medical device type. The correct type is jka. The initial MDR was submitted with a 510k number but this device is exempt and does not have a 510k associated with it.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for deformity of the needle tip with the incident lot was not observed. The samples were also evaluated and the customer's indicated failure mode for foreign matter on needle with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: based on the investigation, a root cause could not be determined within the scope of this evaluation. No needle deformity was observed from the returned samples. Bd has initiated a CAPA (B)(4) to document further investigation and root cause(s) of the product issue of foreign matter on needle.

Event description:
It was reported that the needle bd vacutainer® flashback blood collection needle body & needle tip were not straight, there was also a stain on the surface of the needle. No serious injury or medical intervention reported.